Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the lvds cable and pleora for the imaging system were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The components have been received by the manufacturer for evaluation. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the imaging system displayed a frame rate error during 2d image acquisitions. There was no reported impact on patient outcome. No additional information was provided.

Event description:
Medtronic received information that the issue occurred in a lumbar spinal fusion. It was noted that the frame rate error prompt was cleared and that the image acquisition had enough frames to view the image and the site opted to continue with the procedure. There was a reported delay to the procedure of thirty seconds due to this issue.

Manufacturer narrative:
Additional information: patient demographics provided. Correction: initial reporter updated to proper value. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analysis of the lvds cable was completed by medtronic personnel. Testing found that the reported issue could be replicated twice on a known operational imaging system. The analysis of the pleora was completed by medtronic personnel. Testing found that, when connected to a known operational imaging system, the system displayed a frame rate error when attempting 2d and 3d image acquisitions. If information is provided in the future, a supplemental report will be issued.